Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone proximal to the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
It was reported that during a prostate procedure, the "fiber displayed stand by message over and over. The machine was going on standby and indicated that the fiber tip needed to be cleaned off; it was clean and continued to go on standby mode" @39,805 joules and 6 minutes of use. The procedure was completed using a second fiber. Patient outcome ¿ok¿ reported.